Event description:
Healthcare professional (hcp) reports a blood leak noted on the outside of the dialyzer case 3 hours into the pt treatment with use of cahp membrane. The treatment was stopped and new disposables were used to continue the pt treatment without incident. The pt rn was noted to be uneventful prior to this incident with normal pressures and trans-membrane pressure. No leak was noted during prime of disposables of first 3 hours of treatment. The dialyzer was not a reuse dialyzer however the customer has reprocessing devices at the center. The customer placed the dialyzer on the reprocessing device yet no leak was noted. The customer reports no pt injury or need for medical intervention.